Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: please specify size of vessel. What firing did the issue occur? 1st? Please provide information about how the surgeon tried to open the device. Is it possible that the firing trigger was advanced/touched accidentally and that the manual knife reverse was not pushed before trying the anvil release button to open the instrument? Please specify the amount of additional vessel in cm, or was this tissue intended to be cut away anyway? Was the additional procedure time only caused by the difficulties with the device? Or were there other circumstances, patient conditions or surgeon¿s preferences that may have cause the additional time?

Event description:
It was reported that during a thoracic procedure, the device closed on a vein. All seemed fine, no noise or high force noticed. On firing the device with white reload, surgeon got device jammed and it wouldn't open. It's unclear at this point whether surgeon did the 'lock out' sequence to open the gun and it failed or the surgeon didn't do the lock out and therefore it would open. More information to follow. The surgeon had to divide vein manually to get device detached from it. It is unknown how the procedure was completed. Delay of thirty minutes. There were no adverse consequences for the patient reported. One device was discarded.